Event description:
It was reported that a patient underwent a alif procedure on an unknown date and barbed suture was used. The suture broke. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint (B)(4). Device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if the patient suffer from any dehiscence? Please confirm was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. Could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name irgacare. Active ingredient(s) triclosan. Dosage form suture/solid/parenteral. Strength 2360 g/m. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.